Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, a "ventilator inoperative" condition was observed. The device's system board and blower motor were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and blower motor. The system board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to power mosfit driver (u13). The blower motor was evaluated and was found to operate to design specifications.